Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this patient with this pacemaker, sent in a patient verification form to boston scientific with a handwritten note on it. The note states that this device is no longer working and hasn't been for almost 2 years, due to a bad lead connection. The patient only has one lead and that is a non boston scientific lead. To date, there have been no adverse patient effects reported.